Event description:
Reporter indicated that the (B)(6) handheld experienced battery failure in the operating room. (B)(6) handheld was replaced. Attempts for further information are in progress.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.